Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient complained of burning under their generator in their pocket. The patient stated that pain had been evident since approximately one week after implant. The patient stated that the burning was evident whether the device was on or off. The pain has been steadily getting worse over time. No contributing factors were reported. The patient that normal impedances two weeks after implant and made no complaints at that time. The patient was advised to schedule a visit with their implanting physician. The issue was not resolved at the time of the report. No surgical intervention occurred at this time, and is was unknown if surgical intervention would be planned, but the rep would follow-up for more information. It was reported that the event occurred since (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the patient's burning/pain sensation at the ins pocket site was not determined and the patient was being scheduled to have their device removed. It was reported that this was all of the information the rep had at this time. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.